Manufacturer narrative:
Other applicable components are: product ID: 8709sc, serial#: (B)(4), implanted: (B)(6) 2010, product type: catheter. Only the initial reporter's last name was provided.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturing representative regarding a patient receiving intrathecal therapy via an implantable pump for non-malignant pain. The drug, dose, and concentration were unknown. It was reported that the catheter was accidentally cut during a spinal surgery on (B)(6) 2017. The hcp was still in the middle of the spinal procedure, but they were able to connect the catheter back up and keep the pump running at its normal rate. The manufacturing representative saw cerebrospinal fluid (csf) flow from the distal portion of the catheter prior to reconnecting the catheter. The hcp was not concerned about potential drug deprivation from the pump since the patient would be on pain meds for the spinal procedure. There was no concern about the system. There were no reported symptoms. There were no further complications reported. The patient's weight was unknown to the manufacturing representative.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.